Event description:
Company representative reported, "surgeon had breast augmentation patient with bottoming out of a breast implant. And the patient experienced seroma". This record is for unknown side. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.